Event description:
A report was received that during a suction procedure, the catheter detached from the closed suction system and remained partly in the pt's endotracheal tube. The catheter was removed by hand. No pt injury or adverse event were reported.